Event description:
The patient reported a fall and hitting the implantable neurostimulator (ins) on a cable box. After the fall, the stim ramped up and caused their right leg to go completely rigid. They turned stim off for 24 hours, after which they turned it back on, the stim seemed abnormally high so they lowered it but was no longer effective. The fall, leg rigidity, and turning off occurred on (B)(6) 2016. Other relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.